Event description:
The customer reported the system displayed a generator fault error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock and or xray controller pcb were suspected to be faulty. The customer chose to cancel the service call and purchase an updated model.